Event description:
It was reported the patient was having coupling or communication issues with the device. The patient was getting no coupling bars when attempting to recharge. Four weeks prior, the patient was only able to get two coupling bars out of eight and was only able to recharge to 3/4 full battery. The patient stated that the implantable neurostimulator (ins) was "not in a stable position." When the patient would lie down on her right side, it would be uncomfortable, and it would feel like the ins was on it's side. An ins flip was suspected but was not confirmed. The patient noted that stimulation was off and she was still receiving "wonderful efficacy." Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient continued to have coupling and or communication issues. It was stated that the patient could only get two or sometimes zero bars out of eight. It was reported that the patient last charged the device four weeks ago and got all eight bars shaded. The patient tried adjusting the antenna dial and the antenna itself. The patient was able to get 46-50 using the antenna locate (al) feature. It was stated that placing it in the 50 position had gotten the patient two bars and then it went back to zero. It was reported that the implantable neurostimulator is very loose in the pocket and always moves. It was stated that the surgeon said they want to "tack it down". No further information was provided.

Event description:
Additional information received from the hcp reported that the patient had a generalized undiagnosed illness for several weeks and lost a lot of muscle mass. The patient felt she then developed excessive mobility of the device about six months ago. There was no pain, redness or drainage, and it was noted that the patient displayed no tremor. The plan was to revise the ins and the patient would wear a restrictive garment for a few weeks to see if she could get the generator to fibrose in one spot.

Manufacturer narrative:
(B)(4). Correction: event is now a serious injury.

Manufacturer narrative:
Product ID: 37651, serial# (B)(4), product type: recharger; product ID: 37642, serial# (B)(4), product type: programmer. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension; product ID: 3387s-40, lot# v680690, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had couple and communication issues between the recharger and the implantable neurostimulator. The patient was getting between 46-52 and 2 out of 8 coupling bars. Then the patient used the antenna locate (al) feature and was able to get all 8 coupling bars. It was also reported that the patient's device was 'loose' under the skin and the health care provider wanted to reposition it. It was noted that the coupling box issue had begun on the day of this report. There were no falls or trauma associated with this event. The patient inquired about adhesive disks to use for recharging. No further information was provided.